Event description:
It was reported that a revision surgery was performed due to central migration of cup.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Manufacturer narrative:
The associated complaint device was not returned for evaluation please review attached for investigation results. (B)(4).